Event description:
IV fluid was seeping out from the catheter entrance/exit site. The catheter was removed and found to have a tear/slit in the distal lumen. The tear/slit was 2 inches above the exit site (when catheter was in the pt). It is not known if excess pressure was placed on the system via syringe or a pump.